Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing premature ventricular contractions and not detecting bradycardic episodes. Reprogramming was suggested and the icm remains in use. No patient complications have been reported as a result of this event.